Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-21477. It was reported the pt experienced uncomfortable warmth at the ipg pocket site in addition to shocks along her middle back randomly throughout the day. Both of these issues occur with stimulation on. Subsequently, the system was reprogrammed which at the time resolved the issues. It was reported the pt has a concomitant competitor's system implanted in the coccyx region. According to the pt, the issues started occurring a month after the competitor's system was reprogrammed. It was reported the pt uses both systems at the same time. F/u identified the pt continued to experience the issues. As a result, the system was explanted and replaced with a competitor's system. Product will not be returned.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.